Manufacturer narrative:
Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens with diopter -6.0/+1.0/091 into the patient's right eye (od) on 13-may-2023. Within the initial surgery the lens was removed and replaced intraoperatively with a shorter length lens. This resolved the problem. Cause reported as unknown.